Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing of p waves. Impedances were stable. The device was programmed to vvi pacing, and the lead remains in use for sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, ICD, implanted: (B)(6) 2007. (B)(4).